Event description:
Treatment of a small aneurysm measuring 2.2mm located in the left ima (inferior mesenteric artery). On (B)(6) 2014, the patient underwent evar (endovascular aneurysm repair). It was reported that two coils were placed without issues; however, the coils had migrated down to the bifurcation of the ima by the end of the procedure. An aaa (abdominal aorta aneurysm) graft was placed post procedure. No further information was available. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00348.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. (B)(4).